Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Visual evaluation of the returned device found the handle cannula to be broken, and a kink was also found in the proximal portion of the sheath. The condition of the returned device rendered functional testing impossible. The complaint that the handle cannula bent was confirmed. It is likely that the kink found in the sheath caused the handle cannula to hit the inner sheath during device actuation, which can cause the handle cannula to bend and, ultimately, break. The most probable root cause of this event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was unpacked during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the handle cannula bent when the loop was retracted (prior to insertion into the scope). The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: handle cannula broken.